Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call, the insulin pump had alarmed button error. The device might have been exposed to moisture. He didn't know the customer's blood glucose. The device is being returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No moisture damage on the motor assembly or electronic assembly noted during visual inspection. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.